Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose that morning. The customer stated he changed the set and blood glucose value went from 205, to 407 and to 457 mg/dl. The customer treated with manual injection. During troubleshooting, the customer stated there were several little bubbles in the tubing but no leaks. He declined to perform the high pressure test. Customer's blood glucose level at the end of the troubleshooting was 506 mg/dl and then 524 mg/dl. It was advised to check with the doctor since his blood glucose level was not reducing with the manual injections. The insulin pump will not be returned for analysis.